Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube is cracked at the distal clevis and main tube interface. The cracking damage caused the distal clevis to become seated on the main tube improperly. It was concluded that the damage to the main tube is likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the instrument's broken main tube could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that the end of the black shaft near the tip on the cadiere forceps instrument was bent. There was no allegation that any piece(s) from the instrument broke off and fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.